Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to procedure conditions. The reported mitral regurgitation (mr) is due to tissue injury. The reported patient effects of unspecified tissue injury and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed, reducing mr to 2-3+. Then a second clip delivery system (cds) was advanced to the mitral valve; however, after the second grasping, a laceration of the anterior scallop was noted and mr increased to 4+. The cds was removed with the clip attached, ending the procedure. One clip was implanted, and mr is 4+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.